Event description:
Distributor reported on behalf of user that the device was in use when the user was admitted to the hospital on (B)(6) 2013 for elevated blood glucose and ketone levels. The user stated that they were having issues with the device cannula repeatedly falling out of her body and therefore she had not been receiving the necessary amount of insulin. The user stated that the device adhesive was not effectively adhering to her skin to keep the cannula inside her body. The pt was released from the hospital in the evening of (B)(6) 2013. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.